Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during the pre-functional test, the circulator motor of a 3t heater cooled device starts to be noisy adn device displayed the error meaning the patient pump 1 uses to much power (ee-21). The distribution board has replaced to solve the error ee-21. There was no patient involvement.

Manufacturer narrative:
E.1.: the 3t heater cooler belongs to (B)(6) hospital in hong kong. The device was incorrectly assigned. The correct e.1 has been updated. H.11. According to the livanova complaints database review, no further similar issue has been submitted for this unit since its installation in 2021. The root cause of the reported error message has been traced back to a faulty distribution board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report